Event description:
The customer indicated that the ortho provue analyzer interpreted a positive test reaction as negative. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the site and confirmed the camera setting were within optimal specifications. The fe reviewed the images in the provue log and found the fel cards were slanted due to a missing e-clip on the gripper, resulting in gripper misalignment. The clip was replaced to return the analyzer to expected operation. The customer has not logged any complaints against this analyzer since this incident. (B) (4).